Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, customer continued to use the pump for insulin therapy and also had manual injections available. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer delivered a bolus via the pump to address bg level.